Event description:
Philips received information from a customer site that the unit will not close estop. The customer contacted the field service engineer (fse). When the fse was evaluating the system, and after resetting and powering up the horizontal motion controller (acs) he detected smoke and a fire glow inside the horizontal motion controller. There was no report of harm to pt or operator.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) 2007. The philips fse put the pt table in service mode and tested the vertical motion. An error log was found indicating a problem with the horizontal motion controller (also called acs controller) of the pt table; this was checked and found to be flashing 8 and powering up. The fse reset the unit, but when it was powered up there was smoke and fire glow inside the acs horizontal motion control module. The fse replaced the acs part, reprogrammed the unit, tested unit operation, and confirmed the unit was fully functional. There was no additional damage to cables or pt table. (B)(4).